Event description:
The customer called report high blood glucose levels. The customer's blood glucose reading at the time of the call was 283 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The insulin pump also alarmed motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to verify the occlusion test due to the motor error alarm.